Event description:
Patient presented to the physician with pain at the ipg site. It was suspected that the pain may have been stemming from the sense lead. Physician brought the patient into the or, explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.